Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height matrix drawer on anesthesia station had error failed to stay closed and drawer can¿t be recovered. A field service engineer (fse) checked latch inseparable magnet and confirmed visibility. Replaced latch sensor due to failure to recognize drawer closed. After replacement, pharmacy tech successfully recovered drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.